Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently went in the water with the pump, and an unspecified malfunction occurred. Customer's blood glucose level was 247 mg/dl. The customer reverted to manual injections for insulin therapy